Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the doctor was getting shocked periodically while using our hand piece during a shoulder scope case.

Manufacturer narrative:
(B)(4). The product was returned and the failure mode was not confirmed. Visual inspection : no physical damage observed throughout the hand piece or cable. Functional inspection : the packaging, formula 180 shaver (hand control) was functionally tested and passed. The shaver was also leak tested and passed. Probable root causes could be isolation circuit failure or moister gets into housing. The product was returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the doctor was getting shocked periodically while using our hand piece during a shoulder scope case.